Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: -was surgery delayed due to the reported event? --> unknown, -was procedure successfully completed? --> unknown, -were fragments generated? --> unknown, -if yes, were they removed easily without additional intervention? --> unknown, -was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, -is the patient part of a clinical study --> unknown, additional information was requested, and the following was obtained: ¿ did this issue contribute to any patient adverse event? No ¿ were x-rays taken to locate the needle piece(s)? Yes ¿ was there any additional tissue damage as a result of searching for the needle piece? No ¿ is there any plan in place to remove the needle piece in the future? No ¿ if yes, please provide the scheduled date. ¿ what tissue structure the broken needle was located? Suture was located at the coccyx level. ¿ what is the surgeon's opinion of consequences to the patient? No long-term effects as a result of the retained needle tip. ¿ what is current condition of the patient? No acute distress. ¿ was MRI performed? No. ¿ can you identify the product code and lot number of the product involved? 0 pds ct2 ref: z334 lot: 10a8t1 ¿ it has been stated that the physician feels ¿she is not the only one this has happened to.¿ are you aware of any other instances where this has occurred? No if yes, please provide all available information so that we can open an additional product complaint for any additional issues. ¿ how many devices demonstrated the alleged deficiency? N/a ¿ did the event occur during one or multiple patient procedures? N/a ¿ what is the total number of procedures? N/a ¿ have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? N/a this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a robotic procedure on (B)(6) 2026 and suture was used. During a robotic case; the doctor had a mishap a week ago with using an 0, suture, on a CT-2 needle which broke, and there is a 4 millimeter fragment inside the patient. Surgical delay is unknown. No adverse patient consequences were reported. Additional information was requested